Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that one of the lights on the colonovideoscope was not working. The issue was found during pre-use inspection and there were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, for the reported malfunction of one of the lights not working, the cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.